Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked at inserter / tubing the following information was provided by the initial reporter; when xiangma indwelling needle is infused the next day, there is fluid oozing from the extension tube the patient was given an outpatient infusion, and the indwelling needle was taken home for care

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 defective sample, the sample has been used, the gauge is 24g. 1)the leakage test is performed on this sample to identify the leakage site of the extension tubing. 2)the extension tubing is examined under the microscope, and it is found that there is a damage in the extension tubing, which is in a concave state, about 2mm away from the pp connector. Please see attachment for the photos. 2. DHR/bhr review(lot#3199638): 1)this batch of products were assembled at intima ii auto line 2 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Cause analysis: 1)when the indwelling needle was infused the next day, there was fluid oozing from the extension tubing, indicating that no leakage of the extension tubing was found during the exhaust, puncture and infusion process on the first day of use of the indwelling needle. 2)the damage is in a concave state and is analyzed to be caused by external force. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Through the inspection and analysis of the returned sample, it is confirmed that the damage in the extension tubing is caused by external force, the specific process is unknown, and it cannot be confirmed that it is related to production. The plant will continue to pay attention to such defects.